Event description:
It was reported that pump displayed malfunction code 12 with an associated fault ID but no notable events occurred beforehand and there was no adverse impact to the customer¿s blood glucose level. Customer contacted support and was guided through resetting pump malfunction, and issue did not recur after reset. Customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.